Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.